Manufacturer narrative:
The insulin pump passed displacement test. However, the pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The pump was received with missing end cap sticker, minor scratches on lcd window, and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 191 mg/dl. The customer stated that the alarm occurred about 3 times after cleaning. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.